Event description:
An endurant ii stent graft system was implanted in the endovascular treatment of a 51mm aortoiliac aneurysm (diameters of the bilateral cias: right 14 mm, left 18 mm) using a bell bottom technique. 4 years later , a follow-up abdominal x -ray revealed proximal migration of the iliac limb and growth of the aaa. A cta performed showed there was dissociation and migration of both endograft limbs into the aaa, a 56-mm dilated aaa, enlargement of the cia aneurysm, and a 23-mm right internal iliac artery (iia) aneurysm. Intervention was performed where first, the internal iliac artery was embolized. Subsequently , a non mdt guidewire was placed through the existing right limb and a non mdt introducer sheath was inserted. A non mdt guidewire was snared through the native terminal aorta via the right groin into the left femoral access, following which the pull-through wire was formed. A non mdt iliac branch device was deployed through the left access and the internal iliac component was deployed into the internal iliac artery using the pull-through wire to stabilize the sheath. A non mdt iliac extender was deployed from the existing left limb to the right external iliac artery (eia). A bridging stent was placed to connect the existing right limb and the iliac branch component, and all junctions were ballooned. An angiogram performed revealed a type iii el of the bridging stent graft and ibe. Subsequently a non mdt aortic extender was deployed. The junctions were ballooned again, and the final angiogram revealed no el, complete exclusion of the aaas and the cia aneurysms bilaterally, and a patent left iia. It was said that proximal migration of the iliac limb occurred owing to cia dilation, resulting in a ib endoleak also. The patients post-operative course was normal. Follow-up cta revealed exclusion of the aneurysms, an absence of els, and patency of theleft iia.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; treatment of complete displacement of the bilateral legs into an aortic aneurysm using an iliac branch device murai y, tamura y, tanaka y, nakashima k, miyaji k journal of endovascular therapy 2022, vol. 29(1) 143¿ 149 https://doi.org/10.1177/15266028211036484. Other relevant device(s) are: etlw1620c93e , s/n: unknown; use by date: unknown; upn # unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.